Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of a 3.25 x 23 mm xience alpine stent delivery system (sds), when removing the protective sheath, the stent dislodged inside the sheath. There was no resistance noted when removing the sheath. Another 3.25 x 23 mm xience alpine sds was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.